Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment details were not reported. Peritoneal dialysis therapy was discontinued and the patient was switched to hemodialysis. Twenty three days after the event onset, the patient was discharged to a rehabilitation facility. At the time of this report, the patient remains in rehab and is recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.